Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. An analysis of the suspect medical device's photo was completed: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with a 300cc mentor smooth round moderate profile saline breast prosthesis and suffered breast implant deflation, post-operatively. The deflation was diagnosed via an ultrasound. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On august 1, 2022, the mentor failure analysis lab received the device for evaluation. Mentor also became aware of the patient's identifier. On august 3, 2022, mentor became aware that the suspect medical device was implanted for breast augmentation revision. Mentor also became aware of the patient's date of birth and that the suspect medical device was replaced with the following device: 300cc mentor smooth round moderate profile saline (catalog: 3501645 lot: 9674135 sn: (B)(6)). On august 15, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant was found to have a tear (a) measuring approximately 4.2 cm extending from the anterior to the posterior view and a crease/fold was also observed on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear (b) within the crease/fold measuring approximately 0.2 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of the tear (a), and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tear in the remaining area could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of the rupture on the tear (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.